Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient identifier: (B)(6). Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant medical products: date of concomitant therapy is on (B)(6) 2022. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while performing a tibial orif, the surgeon commented that none of either of the 3.5 lcp proximal tibia nor the 3.5 lcp low bend proximal tibia plates fit the patients anatomy. The surgeon ended up going with the standard 3.5 lcp proximal tibia plate and the surgery was successfully completed. During the surgery, the sales rep stated that there was another proximal tibia plate in the 3.5 va lcp proximal tibia plates. The surgeon commented that the 3.5 valcp proximal tibia plates were no good, and the screw did not stay in the plate. Additionally during the surgery, the doctor said the depth gauge was not working well. Upon checking the depth gauge post operatively, rep noticed that it was rough and did not slide easy. No fragments generated. There was no surgical delay and no patient consequence. This report is for one (1) depth gauge for small screws. This is report 1 of 5 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1, h3,h6 . A1: patent identifier: mrn:(B)(6). A device history record (DHR) review was not conducted as manufacturing records related to the provided lot number were not available, due to the age of the complaint device. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge for small screws exhibits signs of normal use. No significant problem was observed on the surface of the device. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. A functional test was performed. The sleeve of the depth gage was slid up and down multiple times. No functionality issue were observed during the functional test. The complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the depth gauge for small screws would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: se_490644 rev c current. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.